Event description:
It was reported while using bd vacutainer® sst¿, the stopper popped off of one tube resulting in sample leakage. Customer was wearing gloves when exposed to blood. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h3: device eval by manufacturer? Yes d9: returned to manufacturer on: 28-aug-2025 investigation summary: bd received eight customer samples for investigation. The samples received belong to a different lot (5161284), however, this complaint is for lot 5078768. Clarification received stated that lot 5161284 was unaffected by the defect. Regardless, the eight returned samples for lot 5161284 were tested, and all demonstrated no defects in stopper function. Additionally, (B)(6) retained samples were sent for functional tests, with all samples showing no defects in stopper function. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, the stopper popped off of one tube resulting in sample leakage. Customer was wearing gloves when exposed to blood. No adverse impact was reported regarding the patient or user.